Event description:
The customer reported the evis exera iii video system center power went out during an unknown diagnostic procedure. The customer attempted to reboot the device; however, the issue persisted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the power problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The reported problem was not reproduced, and a definitive root cause was not established. However, it is probable that the issue occurred because either the device experienced a temporary malfunction, or because there was a problem with the power supply environment of the facility (integrated unit). Olympus will continue to monitor field performance for this device.